Manufacturer narrative:
Submit date: 02/07/2017. On the initial 3500a, it was stated that the incident for this report was found during service triage which was inaccurate. Was updated to reflect the actual description the customer reported to covidien on (B)(6) 2016.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports the appliance does not have an alarm. No further information is available.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit failing to alarm.the unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2007 and was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 11/21/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports device is alarms system error. Service found that the appliance does not have an alarm. No further information is available.